Event description:
The customer reported a missing power cord fastener. The customer reported patient involvement is unknown and no patient harm has been reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.